Manufacturer narrative:
No medwatch form was received. A partial lead with the connector portion was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was explanted and replaced due to a non-specific malfunction.